Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current, active current, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was able to deliver test boluses. All boluses delivered properly. No unexpected insulin flow blocked alarm was noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion test and occlusion test. No unexpected power loss alarm or pump error 38 was noted during testing or in the download history file. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump had minor scratches on the display window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that they received no delivery alarm and pump error alarm. The customer's blood glucose was 492 mg/dl at the time of incident. The customer's blood glucose was 223 mg/dl at the time of call. The customer stated that they were given manual injection to treat the blood glucose. The customer stated that they were off the insulin pump during hospitalization for less than 48 hours. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.